Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, zebra printer had faint areas on the printouts. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra printer was printing without clarity and faints area. A field service engineer inspected and cleaned the printer; however, the print output remained light with missing areas, replaced the printer and verified that it was functioning correctly, with clear label print quality. The system functioned as intended after the field service engineer repaired the device.